Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of extension sets had leaked from holes. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6, h11. The actual devices were not available; however, five (05) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional air/leak test was performed and no leaks were observed. The reported condition was not verified on the companion samples. Additionally, a retention sample was visually inspected; no obvious issue/damage were detected. The retention sample was also air/leak tested and no leak was observed. The reported condition was not verified on the retention sample. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured in july 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.